Manufacturer narrative:
Reporter phone number +(B)(6). It was reported to abbott during a lead revision, the second lead was implanted, and a csf leaf occurred. The patient was admitted to pacu for monitoring postoperatively and is currently stable with no-lasting issues suspected from the physician. All symptoms resolved. Effective therapy was restored with the one implanted lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced a cerebrospinal fluid leakage during a permanent scs implant on (B)(6) 2025. Patient has fully recovered, and effective therapy was restored post operatively.